Manufacturer narrative:
As received, a complete lead was returned in one piece. Damages found on the lead were consistent with procedural damages. Electrical tests were performed and the results indicated normal device characteristics. Lead impedances were normal and hi-pot tests passed between all conductors. No anomalies were noted under the rv shock coil.

Event description:
An alert was received from the device indicating over current detection which aborted the delivery of high voltage therapy. It was unclear if the over current issue was caused by the lead. The right ventricular lead was explanted and replaced.